Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited wear of adhesive around the lens and corrosion on the tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of corrosion could not be established. The cause of worn adhesive around the lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.